Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had the implantable neurostimulator (ins) taken out. This reflected manufacturer records which report the removal date as (B)(6) 2013. The caller stated that the reason for the explant was because ¿where they implanted it made the patient too uncomfortable. It was right where their belt was and where some fat was. It was like that since the beginning.¿ it was reported that since implant ((B)(6) 2012) the patient had pain in their toe and it had never helped. The patient had since passed away and the reporter confirmed that the patient¿s passing away was not related to the device or therapy. The caller was calling to donate the patient¿s external equipment. The caller asked about disposing of the actual ins that the patient had taken out and was redirected to the patient¿s health care professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.